Manufacturer narrative:
Follow-up # 1 date of submission 02/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a review of the pump history showed call service alarms were recorded. There was no data in the black box from the time of the alarms due to continued use. The total daily insulin delivery totals were correctly reflected in the user¿s programmed basal rates. All dates in the pump history were congruent. A time keeping accuracy test was performed and the pump was found to be keeping time accurately. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed that when the pump was left without power for 1 hour, the date and time would reset to default when powered back on. The pump was opened and the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose of 320 mg/dl with a moderate headache. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter stated the patient¿s bg had been running high from (B)(6) 2013. Bg measurements were not provided for this timeframe. The reporter stated that during this time the date and time had reset to factory default of january 01, 2007, evidenced in the pump¿s alarm history. The time and date were set correctly at the time of the call. The reported stated the patient had recently given birth before the bg became elevated. This complaint is being reported because the time and date reset issue remained unresolved with troubleshooting.